Manufacturer narrative:
Additional devices listed in this report: cat # 502-03-56e, lot # mnnwtv, description: primary tritanium hemi cluster hole cup 56mm. Cat # 623-00-36e, lot # mnr5xd, description: trident 0° x3 insert 36mm ID. Cat # 6570-0-136, lot # 50361701, description: delta v-40 ceramic head 36/0. Cat # 2030-6535-1, lot # mnnh5v, description: 6.5 cancellous bone screw 35mm. Cat # 2030-6525-1, lot # 5k437w, description: 6.5 cancellous bone screw 25mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that a patient a status post right total hip with anato now has an infection. He reported that he washed the hip out on (B)(6) 2015. He now wants to remove all implants a put in an antibiotic spacer. The surgeon proceeded to remove the implant through the anterior approach using the extraction device. Once all implants were removed he then implanted a small accolade c stem and a 26mm head covered with antibiotic laden cement the surgical site was then closed.

Event description:
It was reported that a patient a status post right total hip with anato now has an infection. He reported that he washed the hip out on (B)(6) 2015. He now wants to remove all implants a put in an antibiotic spacer. The surgeon proceeded to remove the implant through the anterior approach using the extraction device. Once all implants were removed he then implanted a small accolade c stem and a 26mm head covered with antibiotic laden cement the surgical site was then closed.